Event description:
It was reported that the patient experienced "balloon" fluid loss with their inflatable penile prosthesis. The device was replaced with a 12cmx9.5mm spectra penile prosthesis. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.